Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. A review of the article performed by an intuitive surgical medical safety officer (mso) concluded that this article describes a 10 year study on hepatobiliary cancers with 3 deaths; two from cardiac events and one from gi bleed. The details of how these patients died and the events that led to their demise are not reported. No allegations are made against any intuitive surgical products or instruments. There is insufficient information available to determine if any intuitive surgical products or instruments contributed to these events. Citation: christodoulou m, pattilachan t, ross s, et. Al, a single institution¿s experience with robotic resections of biliary tract cancers: an analysis of the short-term outcomes and long-term survival, journal of gastrointestinal surgery, volume 28, issue 9, 2024, pages 1498-1504, issn 1091-255x https://doi.org/10.1016/j.gassur.2024.06.021. Section d - suspect medical device: there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic davinci xi system information was reported.

Event description:
A literature article described a single site prospective observational study evaluating the feasibility and safety of robotic resections for various types of biliary tract cancers, including perihilar cholangiocarcinoma (pcca), intrahepatic cholangiocarcinoma (ihcc), and gallbladder cancer (gbc), and analyzed both short-term outcomes and long-term survival. The study occurred from 2013 to 2023 and included a total of 100 patients. The first cohort included 27 patients with pcca, the second cohort comprised 25 patients with gbc, and the third cohort consisted of 48 patients with ihcc. The article noted three in-patient mortalities subsequent to postoperative complications: two patients expired due to multiorgan system failure from cardiac events, and one patient expired due to a gastrointestinal bleed treated with embolization under general anesthesia. There were no specific demographics or additional information regarding the three patients. There were no da vinci device malfunctions reported nor any allegations that da vinci products caused or contributed to an adverse event. Requests for additional information from the designated author were made; no response has been received.